Event description:
It was reported that patient enrolled in a clinical study and underwent a total knee arthroplasty on (B)(6) 2012. Subsequently, manual manipulation was performed due to knee stiffness.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. (B)(4).

Manufacturer narrative:
Upon receipt of additional information, it was determined to not be reportable as the device is not cleared for distribution in the united states.